Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that while testing a patient's blood glucose on the accu chek inform ii meter (serial number (B)(4)), a result of 18 mmol/l was obtained. It was further stated that not more than 5 minutes later a result of 24 mmol/l was obtained on an unnamed bayer consumer device. A laboratory sample was drawn and the result of the serum glucose on the "beckman coulter lab system" was also 24 mmol/l. The time frame from the accu chek inform result to the laboratory draw is unknown. It was stated that it was unknown if any erroneous results were reported outside of the laboratory. There was no information provided as to whether or not any treatment was provided based off of any of the stated results. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips and the meter. They were tested using control solution. All of the returned results were within the acceptable range. The allegation, in this case, could not be substantiated.